Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became damaged during open heart surgery. The lead had high impedance on the superior vena cava (svc) and rv defibrillation coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.